Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a piece of the lancet broke off into the patient's finger. The lancet fragment was removed with tweezers.